Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in the ribs and abdominal area. The patient also reported that the stimulation was causing burning pain in the left leg and spasms when turned off. A reprogramming was performed, however, unsuccessful. X-ray was taken and showed that the paddle was in place. The physician prescribed a steroid pack and the patient underwent a spinal cord stimulator (scs) system explant procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in the ribs and abdominal area. The patient also reported that the stimulation was causing burning pain in the left leg and spasms when turned off. A reprogramming was performed, however, unsuccessful. X-ray was taken and showed that the paddle was in place. The physician prescribed a steroid pack and underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Sc-8216-70 (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.